Event description:
The customer reported the ventilator alarmed and shut down upon disconnect of ac power to transport a patient. The customer reported there was no patient harm. The manufacturer's service technician reported the unit was equipped with an external battery and backup battery. Per specification, when the external battery is depleted, the ventilator switches over to backup battery power. The service technician reported that during evaluation, when ac power was removed the ventilator performed a restart and was unable to switch to battery power. The service technician reported the external battery tested below power specifications. Age of the battery was noted to be 2006. The service technician replaced the external battery to complete the repair. Performance verification testing was completed and all tests passed to specifications. Proper care, maintenance and testing should be performed when using battery power sources. Per the operators manual, battery operating life depends on battery age. Over time the battery degenerates and provides less operating time per charge than a fully charged new battery. In addition, when the battery is in use, the ventilator alarms indicating the battery is the power source for ventilator operation. The user should immediately connect ac power or provide an alternate means of ventilation.